Event description:
On (B)(6) 2011, the patient contacted animas and reported that she obtained a high blood glucose (bg) reading of 512 mg/dl on (B)(6) 2011. The patient denied having symptoms of nausea, vomiting, shortness of breath or testing positive for ketones at the time of the high reading. The patient claimed she corrected via pump and her blood glucose decreased to 301 mg/dl. The patient confirmed she has not had any additional high blood glucose readings in that range since then. At the time of troubleshooting, a review of the pump's history for (B)(6) 2011 showed that tdd and bolus added up correctly. When reviewing the pump's history, an auto off alarm appeared and it was noted that the pump was off for 20 minutes on the morning of (B)(6) 2011. The pump settings were not confirmed since the patient reported they had changed since that time. The patient denied leaking at cartridge, air bubbles, or any site issues. During a follow-up call on (B)(6) 2011, the patient informed the customer service representative that she was having issues with high bgs even after giving insulin. The patient suggested that the pump may not have given the correct amount of insulin. The patient also reported that she obtained low bg readings of 52 and 45 mg/dl on (B)(6) 2011. The patient claimed she felt tired and treated on her own. The patient confirmed her bg later resumed to 180 mg/dl. At the time of the low bg readings, the patient mentioned she had recently changed her thyroid medication. The pump date/time, basal/bolus settings were confirmed to be correct. The patient confirmed tdd added up correctly and that the bolus amounts were correct for food.

Manufacturer narrative:
Follow-up # 1 date of submission 11/28/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The data for the time of the reported incident is not available for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.